Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, after one dilation of a non-cordis 6 x 20 cutting balloon, resistance was felt when attempting to remove the cutting balloon from a 110cm brite tip radianz catheter sheath introducer (csi) and the cutting balloon and brite tip radianz csi were removed together. Outside of the patient, the tip of the brite tip radianz csi was found frayed and partially peeled. A new 110cm breit tip radianz csi was used as a replacement to continue the procedure. There were no reported injuries to the patient. This was during a procedure to treat the common iliac artery (cia) from a trans-radial artery (tra) approach. The non-cordis cutting balloon was used for pre-dilation and was fully deflated before removal. It was reported that there was poor re-wrapping of the balloon. The brite tip radianz csi was stored and prepped per the instructions for use (IFU), and no difficulty was encountered when flushing the device prior to use. No damage was observed on the brite tip sheath before use. There was no difficulty inserting the brite tip csi into the patient and no resistance or friction during insertion of the cutting balloon. There was no indication that any portion of the brite tip csi detached or remained inside the patient. A non-sterile brite tip radianz 110 cm device was returned for investigation with an accompanying vessel. Visual inspection showed a frayed, split, torn condition at the brite tip located in the distal tip. Functional analysis performed using the returned vessel dilator did not demonstrate any resistance or friction during insertion or withdrawal. High-magnification evaluation of the tip area identified elongation and fatigue striation patterns typically associated with tensile overstress conditions. The received unit exhibited a frayed, split, torn condition at the brite tip, and the functional evaluation using the returned vessel dilator did not demonstrate resistance or friction during insertion or withdrawal. Overall, the product analysis did not provide evidence to suggest that the observed condition was related to the manufacturing or design process. The reported ¿catheter sheath introducer (csi) ¿ resistance/friction ¿ inner lumen¿ was not observed. Functional analysis performed using the returned vessel dilator did not demonstrate any resistance or friction during insertion or withdrawal. However, the reported ¿brite tip/distal tip ¿ frayed/split/torn¿ was found. The exact cause of the reported event cannot be determined. Evaluation results showed signs of tensile overstress. Additionally, no damage was observed on the brite tip sheath before use, resistance was felt when attempting to remove the cutting balloon and it was reported that there was poor re-wrapping of the balloon. Therefore, use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), "if resistance is felt upon insertion or withdrawal, investigate the cause before continuing." Based on the available information, there is no evidence to suggest the reported event is related to manufacturing or design issues. Therefore, no additional actions will be taken.

Event description:
As reported, after one dilation of a non-cordis 6 x 20 cutting balloon, resistance was felt when attempting to remove the cutting balloon from a 110cm brite tip radianz catheter sheath introducer (csi) and the cutting balloon and brite tip radianz csi were removed together. Outside of the patient, the tip of the brite tip radianz csi was found frayed and partially peeled. A new 110cm breit tip radianz csi was used as a replacement to continue the procedure. There were no reported injuries to the patient. This was during a procedure to treat the common iliac artery (cia) from a trans-radial artery (tra) approach. The non-cordis cutting balloon was used for pre-dilation and was fully deflated before removal. It was reported that there was poor re-wrapping of the balloon. The brite tip radianz csi was stored and prepped per the instructions for use (IFU), and no difficulty was encountered when flushing the device prior to use. No damage was observed on the brite tip sheath before use. There was no difficulty inserting the brite tip csi into the patient and no resistance or friction during insertion of the cutting balloon. There was no indication that any portion of the brite tip csi detached or remained inside the patient. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.